Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist confirmed that the issue was resolved while the customer was creating the case, so technical support specialist closed the ticket.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station application was frozen, and the user was not able to login. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.